Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's keypad failed to respond when pressed. The device was not in patient use. The device's front panel board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the date of event in section b3 incorrectly as (B)(6)2020. The correct date for section b3 is(B)(6)2020. Section g3 for date received by manufacturer was incorrectly reported as (B)(6)2020. The correct date for section g3 is (B)(6)2020.